Manufacturer narrative:
(B)(4). As per the account manger the product was shipped to maquet cardiac surgery for investigation. According to the fedex tracking information the device was never received at the getinge wayne, nj. Although at fedex tracking number was provided, a delivery could not be confirmed through the tracking number search. There is no such evidence that the device was received at the wayne complaint¿s lab for investigation. Therefore no evaluation could be performed. It is not possible to confirm the reported complaint. This complaint record will be reopened and further investigated if the product becomes available. A follow up MDR will be sent.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip of jaws broke off in two pieces. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip of jaws broke off in two pieces. A replacement device was used to complete the procedure. The hospital did not report any patient effects.